Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the nurse had not changed the pcu into pediatric ICU profile and ran the medication as "mcg/min" instead of "mcg/kg/min. It was noted that there were already other fluids infusing at the time of the event and the clinicians did not want to turn the device off. The event occurred during a pediatric code wherein the two vasopressors were ordered before it was over. There was patient involvement but the information on patient impact is not known. Bd clinical practice consultant has provided education to the customer on correct use of the device.